Event description:
It was reported that the patient had bacterium in their blood of unknown origin. The right atrial (ra) lead, implantable cardioverter defibrillator (ICD), and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.